Manufacturer narrative:
(B)(4). Investigation summary examination of the returned instrument could not confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that bioburden was trapped in ball bearing fixation mechanism

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that bioburden was trapped in ball bearing fixation mechanism